Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and the impedance trend on the rv (right ventricular) pacing lead was variable.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead remains in use and no action was taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.